Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead per post-operative check showed drop on sensing and high threshold. The physician revised and repositioned the same lead. The lead remains in service. No additional adverse patient effects were reported.